Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had high blood glucose level of 30 mmol/l due to occlusion on the infusion set. The customer reported that the insulin pump received no delivery alarm and then motor error alarm. The customer stated that his blood glucose level was going down. The customer reported that he has manual injections. Troubleshooting was not completed at the time of call. The customer was advised to return the insulin pump. Infusion set is not expected to return. Additional device related incidents: insulin pump (308384483); infusion set (308445977).